Event description:
The caller reported to the customer care rep that he was using a nova max plus meter that belong to another consumer. According to the caller, he performed a blood glucose test getting a result of "hi" (greater than 600 mg/dl) on the blood glucose meter. The caller reported based on the "hi" result he administered 2 units of insulin. The caller reported that he was stressed due to the death of owner of this blood glucose meter. It is unknown if the consumer required medical intervention. During the call to customer support, it was revealed that the caller did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the caller did not have any control solution.

Manufacturer narrative:
Test strip lot # 1020313213, expiration date: 08/2015, control solution lot # none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.